Event description:
It was reported that during a gastric bypass procedure, the staple line only formed on one side and the staples were malformed. Used a new like device and completed the case. No pt consequence was reported.

Manufacturer narrative:
Date sent: 02/27/2008. Info anticipated, but unavailable at this time.